Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure in the left ventricle a cardiac perforation occurred. Following the first few ablations the patient became hypotensive. To stabilize the patient a pericardiocentesis was attempted three times but were not successful. The third drain was left in the right ventricle and a sternotomy was done. The blood around the heart was removed and the patient was transferred to a different hospital. There were no performance issues with any abbott device.